Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "horizon is shifted" was not confirmed. As a result, the investigation could not determine the cause of the failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head horizon was shifted. The issue was found during preparation for use for an unknown procedure and it was completed with a similar device. There was a delay of 5 minutes noted while the device was exchanged. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head horizon was shifted. The issue was found during preparation for use for an unknown procedure and it was completed with a similar device. There was a delay of 5 minutes noted while the device was exchanged. There were no reports of patient harm.